Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0213495685 serial# implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 09-may-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (2000 mcg at 100.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that when changing the pump it was observed that there was no outlet of "lcr". The catheter was noted to be non-patenable, unknown cause. It was noted that the patient had seborrheic dermatitis. The event required inpatient or prolonged hospitalization/emergency room visit/urgent care visit. The issue was unresolved with no further action planned.